Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for battery replacement. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had been programmed off and that there was no capture on that lead. Therefore, the physician elected to cap and replace the rv lead successfully on (B)(6) 2021. The patient was in stable condition.